Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was returned and tested, and no defects were found. All systems were functioning properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while performing an apr surgery, his olympus visera elite ii video system center began displaying an e333 touch panel error code. According to the initial reporter the message blocked the view of the operational screen for a short time. But once the error was cleared, he was able to continue the case and complete it with the subject device without any patient harm.